Manufacturer narrative:
(B)(4). Batch # u5ax70. Investigation summary the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with device for this indication? Low. What color cartridge was used? Blue. Approximately how far did the device cut and staple? Around 1/4th of reload. How was the device eventually removed? Finagled out. Were any unusual sounds noted? Unusual resistance was noted. Was a myotomy done at completion of procedure? Case was completed by hand sewn. What is the current patient status? Unknown.

Event description:
It was reported that during an endoscopic zenkers diverticulum, the device locked out. The stapler only fired about a quarter of the way and then got stuck on the tissue. They did not open another of the same product. They opened the neck and completed the case by hand oversewing. No patient complications.